Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Data analysis result indicated that the device power consumption has been increasing during the past years and was expected to continue to increase. Boston scientific technical services (ts) recommended to replace the device. To date, this device remains in service. No adverse patient effects were reported.